Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed, causing first prime to end prematurely. After 31 pulses across both priming sequences, the needle mechanism was not deployed. Rotational sensor abnormalities were replicated in the rerun. Contamination was observed on the commutator cap, which is confirmed as the cause of the rotational sensor abnormalities and the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn.